Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs freedom meter and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date of event is unknown. The date entered is based on the customer's report of "(B)(6) 2021." The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer initially reported experiencing an unspecified reading issue with the adc glucose meter, and ordered a replacement product. Due to a delivery issue involving the replacement product, the customer was unable to test and experienced symptoms of profuse sweating, dizziness, and loss of consciousness. The customer was unable to self-treat and required unspecified oral medication provided by daughter, and unspecified hcp treatment for diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.